Manufacturer narrative:
The reported issue that the device broke was confirmed. There were multiple proximate causes identified for the customer report of broke. They are as follows: bezel recall activity. Rear case corrosion. (Fluid ingress). Left iui connector with observed contamination. The iui's must be replaced when signs of corrosion are observed. Keypad delamination.

Event description:
It was reported that the device was damaged.

Manufacturer narrative:
This reported issue and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.